Manufacturer narrative:
Initial and final MDR (B)(4) device 2 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced 2 infusion set leakage at the site event occurred between 23-april-2024 and 26-april-2024. Infusion set has been used for less than 3 hours. The blood glucose level was 175-250 mg/dl. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available